Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to odg.

Manufacturer narrative:
The scope was not returned to olympus for evaluation. As part of our investigation, olympus performed an instrument service history review to obtain additional device information. The scope was purchased on (B)(6) 2016 and was last serviced (B)(6) 2017. The cause of the reported event could not be determined; however, the operators¿ technique could not be ruled out as a contributory factor to the reported event. The instruction manual for use states, ¿inspect other equipment to be used with this instrument as described in their respective instruction manuals. If this instrument malfunctions, do not use it. Return it to olympus for repair.¿

Event description:
Olympus was informed that during a diagnostic endoscopic ultrasound procedure, the patient was perforated. It was reported that the (air/water) valve of the scope was faulty causing the balloon to over inflate and explode inside the patient. The impact of the explosion created a perforation on the patient. The patient was sent to (B)(6). The patient's outcome is unknown. This is 1 of 2 reports.